Event description:
The pt experienced intermittent stimulation and dizzy spells when her implantable neurostimulator was turned off. The issue had been occurring for 6 months. The pt had fallen, but not where she had injured herself. The pt was at home; her status was reported as fair. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).